Event description:
This patient presented to the ER with "a feeling of jumping in her chest". It was noted the patient had twiddler's syndrome and the associated rv lead was dislodged. A revision was performed and this pacemaker remains implanted. The associated lead was explanted and replaced.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Furthermore the sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Without the analysis of returned device data no further information towards the root cause of the clinical observation can be given. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.